Event description:
The customer stated that she was hospitalized due to high blood glucose levels. The reported blood glucose reading was 330 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime test passed. The customer was not able to complete the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.